Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument has been returned and evaluated. The small grasping retractor instrument was found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration of corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the small grasping retractor instrument cable broke. A fragment fell into the patient and was retrieved during the same procedure. It was unknown if any post-operative tests have been performed to confirm complete retrieval of fragment. The procedure was completed with no delays. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that small grasping retractor instrument cable broke during da vinci-assisted sigmoid colectomy procedure. It was unclear whether a third instrument of the same type had been opened and utilized or if a different instrument/device was used to complete the case. The circulatory and scrub personnel indicated that a cable fragment broke off in the patient; however, the surgeon retrieved all visible fragments. It was unknown how it was confirmed that all fragments were retrieved. It was unknown if any post-operative tests were performed or if there were patient complications related to the issue. The fragment was removed robotically, with no additional intervention or procedure required. The small grasping retractor instrument have been returned to intuitive surgical inc. (Isi) for evaluation.